Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8848352. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Interference or friction between devices is a known occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. In this case it is done without loss of intracranial target position. This is a common practice during procedures and is recommended in product IFU¿s. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple device exchanges, an increased potential for patient injury is remote. However, the treating physician felt the event resulted in a procedural delay that was considered to be clinically significant. It is unknown how long the procedural delay was. The event may have occurred at a critical procedure step where high risks to the patient may be present. The severity is unknown. Based on the treating physician¿s assessment, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 8848352) was impeded at the end of the concomitant microcatheter and could not pass through the microcatheter. The physician removed the stent from the patient¿s anatomy and replaced it to complete the procedure using the same microcatheter. There was no report of any negative patient impact. On 19-sep-2024, additional information was received. Per the information, the target vessel was the middle cerebral artery (mca). The reported issue did result in a clinically significant delay (duration of the delay and the reason it was clinically significant was not provided). There was no damage noted on the device. Nothing was noted to be obstructing the microcatheter; continuous flush was maintained. The information also indicated that the tip of the introducer was firmly installed into the microcatheter hub and locked with the rotating hemostasis valve (rhv) during the advancement of the device. Based on the additional information received on 19-sep-2024, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. All device components were received in good condition. No appearance of damage was observed. Further inspection was performed under the microscope. The delivery wire was inspected along its entire length and no damages were observed. The stent was found still inside the introducer. The stent was observed in good condition with no structural damage (i.e., no broken struts and no kinks). The functional test was performed. A lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the returned device was introduced into the prowler select plus microcatheter, and it advanced with no resistance / friction was felt when the stent passed through the hub area. The stent exited from the distal tip of the microcatheter. As the functional test was performed without issues, the reported impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8848352. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.